Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified arteriovenous fistula. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon catheter was selected for use. During the procedure, the balloon busted upon first inflation at nominal pressure for 1 minute. The device was removed successfully from the patient with no fragments left inside. The procedure was completed using an alternative device. No complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: the pcb device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test was carried out and liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified arteriovenous fistula. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon catheter was selected for use. During the procedure, the balloon busted upon first inflation at nominal pressure for 1 minute. The device was removed successfully from the patient with no fragments left inside. The procedure was completed using an alternative device. No complications were reported.